Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. Philips field service engineer (fse) visited onsite and required power was confirmed in the m cabinet pdu. Upon troubleshooting, fse tested the sd card, power supplies weren't working, preventing system reboot. To resolve the problem, fse replaced power supplies and updated the sd card and return the part for further analysis, but no failure found. After replacing the power supplies, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.